Event description:
The customer reported the connector hose vibrated out of place during use and pressurization of the endoscope was lost during leak testing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the air pump tubing was contaminated and the electrical inlet was cracked. This report is being submitted for the malfunction found during evaluation (contamination and cracked inlet). There was no patient involvement as this event occurred at leak testing during reprocessing.

Manufacturer narrative:
During inspection and testing, the air pump tubing was contaminated and the electrical inlet was cracked. The device history record was unable to be reviewed for this device since the serial number did not start with 7 and was not a seven-digit number. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause of the contamination and cracked inlet could not be identified from the evaluation results. Olympus will continue to monitor field performance for this device. The report of the hose vibrating out of place was confirmed. The connector port was corroded, the connection was loose, and the air joint unit was worn out. In addition, the air pump flow rate measured out of specification due to a corroded air pump and connector port and loose connection, there were scratches and paint was peeling from the top cover, the bottom chassis was rusted, the suction feet had weak suction, the power switch protective cover was missing, and a third-party power switch was installed. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.